Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's pacemaker revealed premature battery depletion. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable throughout.